Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial report that the revision was performed due to tibial tray was loose and subsided on medial side. Additional information received that a revision was performed due to patient reporting instability and insert was swapped. Doi: (B)(6) 2008 dor: (B)(6) 2021 right knee.